Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons act and bolus were not working. The blood glucose level of the customer was 159 mg/dl. The insulin pump did not receive button error alarm. The product will return for analysis.